Event description:
The customer reported the system's monitor continued to shut itself off. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and power cable were replaced. The system was then found to be operating as intended.